Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, several inappropriate shocks due to noise were observed. Lead revision was performed on (B)(6) 2018 and a vega lead was used to replace the pacing sensing functions (the right ventricular coil remained active). Normal parameters were observed during the 1 follow up. During the 6 month follow up, ventricular oversensing was observed after atrial contraction, inhibiting ventricular pacing. Sensitivity was reprogrammed to 0.6mv and this phenomena disappeared. Provocative maneuvers were performed without any noise reproduction. As the patient presents a high risk of exteriosation, a re-intervention was planned for (B)(6) 2019 to place the device in sub muscular position. Preliminary analysis confirmed the presence of several episodes of ventricular noise oversensing starting (at least) from (B)(6) 2018. The observed noise pattern is typical of farfield sensing in the ventricular channel. The origin of this behavior could not be identified with certainty but possible hypotheses include patient¿s physiology and/or positioning of the lead.

Manufacturer narrative:
Please refer to the attached analysis report. - attachment: [20190116 - file-2018-04115 - analysis_and_closure_report_resp-2019-00025.pdf].

Event description:
Reportedly, several inappropriate shocks due to noise were observed. Lead revision was performed on 5 jun 2018 and a vega lead was used to replace the pacing/sensing functions (the right ventricular coil remained active). Normal parameters were observed during the one-month follow-up. During the six-month follow-up, ventricular oversensing was observed after atrial contraction, inhibiting ventricular pacing. Sensitivity was reprogrammed to 0.6mv and this phenomenon disappeared. Provocative maneuvers were performed without any noise reproduction. As the patient presents a high risk of exteriosation, a re-intervention was planned for (B)(6) 2019 to place the device in sub muscular position. Preliminary analysis confirmed the presence of several episodes of ventricular noise oversensing starting (at least) from 26 aug 2018. The observed noise pattern is typical of farfield sensing in the ventricular channel. The origin of this behavior could not be identified with certainty but possible hypotheses include patient¿s physiology and/or positioning of the lead.